Event description:
It was reported an infection occurred. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: rvdr01 implantable pulse generator (ipg) (B)(6) 2012; 5086mri implantable pacing lead (B)(6) 2012. (B)(4).